Event description:
Note: this report is one of two complaints that pertain to the same event (MFR. Report # 3005099803-2012-03100 and MFR. Report # 3005099803-2012-03101). It was reported to boston scientific corporation that a rx cytology brush and a wallflex biliary rx stent system were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6), 2012. According to the complainant, the indication for the procedure was for the diagnosis and treatment for a stricture within the common bile duct. The patient was not noted to have tortuous anatomy and the stricture was not dilated prior to the stent placement. During the procedure, the rx cytology brush (the subject of MFR. Report # 3005099803-2012-03100) exited the scope inside the patient but the doctor could not get the cytology brush up in the ampulla, as it started kinking at the biopsy cap. Another of the same device was used to complete this portion of the case. The wallflex stent system (the subject of MFR. Report # 3005099803-2012-03101) was then inserted into the patient. The stent was deployed by approximately 75% when the physician decided to reposition the stent lower within the bile duct. However, the stent failed to reconstrain. The stent was removed partially deployed from the patient. The complainant confirmed that the stent was not deployed past the reconstrainment limit marker. No visible issues were noted to the device. The procedure was completed with another wallflex biliary rx stent system of a different size. There were no patient complications as a result of these events. The patient condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.